Manufacturer narrative:
Explant date: not applicable; to date the lens remains implanted. Device evaluation: product evaluation was not performed because the lens is still implanted in the patent's eye. The complaint issue reported could not be verified and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints have been received for this production order number. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient complained of halos and glare following the implant of a symfony intraocular lens (iol). The patient opted not to have an iol exchange as the patient thought he could live with the symptoms. A lasik procedure was performed, however, afterwards the patient is not sure if he can live with the symptoms. Additional information reported the patient also complained of blurred vision. The physician's opinion is there is nothing wrong with the iol. No additional information was received.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are(B)(4) and CAPA:(B)(4).